Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not generate an upstream occlusion alarm during a patient infusion. The patient was receiving norepinephrine 4mg/250cc via central line when the event occurred. The patient experienced a delay in medication which resulted in ¿the patient blood pressure was not improving¿. The infusion was ¿significantly¿ titrated and was ¿continually titrated up with no response¿. Approximately 10 to 15 minutes after the infusion was started, the pump generated an upstream occlusion alarm. As the norepinephrine dose was titrating up, a downstream occlusion was observed, so the infusion was disconnected. The reporter stated that during the bag change, the clinician did not fully spike the bag; however, solution appeared to be flowing and drips in the drip chamber were noted. According to the reporter the drip chamber ¿had collapsed on itself¿. The spike was pushed further into the bag and the infusion was restarted. The patient was administered intravenous epinephrine and the blood pressure responded immediately. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump was tested for upstream occlusion detection and was able to properly detect an occlusion. The evaluator found the ultrasonic sensor calibration within range and no visual abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Review of the history log was completed. An infusion of norepinephrine 4 mg/250 ml was initially programmed and started two days before the reported event date. On the reported event date, an infusion started the previous day completed and the user stopped the pump, updated the volume to be infused (vtbi) to 5 ml. A minute later, the user resumed pump at 33.8 ml/hr and updated the vtbi to 220 ml. After 14 minutes, the pump alarms "upstream occlusion!". The reported condition was verified. The customer reported that the bag was not fully spiked, which can result in a partial occlusion. Partial occlusions may not be detected by the pump or detection may be delayed. The reported problem is related to the issue described by fa 2021-056. The customer reported that a downstream occlusion alarm occurred when "titrating up" however there are no events of "downstream occlusion!" On the reported event date. The last occurrence of "downstream occlusion!" Experienced by the customer is recorded two days prior to the event date. The force sensor calibration was found within range and there were no visual observations during evaluation that could cause or contribute to the reported problem. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.